Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had erosion of the right extension wire up and behind the ear. The cause was unknown. A replacement occurred on (B)(6) 2020 to replace the right extension. The issue was resolved at the time of report. No further complications were reported/anticipated.